Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was referenced that the patient underwent a surgical procedure on (B)(6) 2011 and repliform was implanted into the patient.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat genuine sui and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 by (B)(6) at (B)(6) hospital and medical center due to urethral stricture. No additional information was provided.